Manufacturer narrative:
Examination of the submitted instrument cases confirmed the brackets are delaminating. A search of the complaint database found additional reports of bracket delamination for sigma hp instrument cases against the complaint sample product codes. Previous investigation did not conclusively determine the root cause, although it is the supplier manufacturing process related. Details of this issue have been documented through pra / (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The plastic coating peeling off the sigma hp instrument trays from repeated wash/sterilization processes.